Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, battery out limit alarms due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons not working. The customer's blood glucose value was unknown. Customer stated that current insulin pump was malfunctioning. Customer stated buttons press really hard. The insulin pump will not be returned for analysis.